Event description:
During a laparoscopic cholecystectomy the 5111s trocar inner seal came loose and fell into the pt. The surgeon was able to retrieve the seal. A second device was opened to complete the procedure. There was no consequence to the pt. The device was from a ftr72 kit, lot #h4515t. Clinical follow-up: 1/31/97 1142 message and 800# left for dr to call back. 2/3/97 1820 nncl sent.

Manufacturer narrative:
Info not available, device not returned for analysis.